Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen that looks like rainbow coloring at certain angles. Customer's blood glucose level was unknown. Customer reports the drive support cap appears normal. Customer performed self test and displacement test on insulin pump, self test was passed and customer was unable to perform displacement test. The device will not be returned for analysis.